Event description:
It was reported that during set up a 980 ventilator failed the power on self-test (post). There was no patient involvement at the time of the event. The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se updated the software to the current revision, performed extended self-testing on the device and all tests passed.